Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the homechoice (hc) unit display. This event occurred during use, the patient was connected, in dwell 4 of 4. The home patient (hp) had an open clamp on an unused supply line. The technical service representative (tsr) had the hp cycle the power off and on and the hp go se 2367. The tsr had the hp cycle the power again and the se?s did not repeat. The hc was at press go to start. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement and there was no patient injury or medical intervention associated with this event. During a follow-up with the home patient, she confirmed she received a se 2240 and called the technical service representative (tsr). There was an open clamp on an unused supply line. The tsr had the hp cycle the power twice to clear the alarms. She stated she was in dwell 4 of 4 so the tsr had her end therapy for the night. She reported she has had no issues since. She is ok and has been able to continue therapy.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed and the root cause was determined to be a use error- open clamp. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.